Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the insertion flexible tube (ift) buckled, us probe shadow in image, us probe shadow in image, light guide fiber bundle (lcb) broken, light guide cable buckled, ccd driver pcb fluid damage, us connector cable buckled, lg cable connector corroded. Based on the result, we concluded that it was caused due to the ccd driver pcb fluid damage; however, other failures are not related to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).